Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2025 during a tubing replacement while the old peg tube was being removed, a buried bumper was found. The patient was treated with prophylactic intravenous antibiotics per hospital policy and intravenous panadol for 24 hours. It was reported that prior to the buried bumper event, the patient completed antibiotic treatment 2 weeks ago for stoma site issues.